Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the right atrial (ra) lead exhibited under-sensing resulted in false premature ventricular contraction (pvc) episodes being recorded. No intervention was performed. The patient was in stable condition.